Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify failed battery test alarm due to buttons not responding. Pump received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. The customer states the battery cap does not unscrew to access the battery in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.